Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient had advance sling implanted on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted to improve the continence level, although following the initial sling implant, the continence level was better than baseline.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of incontinence, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation incontinence cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse event of incontinence is a known risk of the device. The cause of the incontinence was not established by physician, although incontinence is included in the labeling documentation for the incontinence device as an adverse event. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document